Event description:
It was reported that during the implant attempt, after placing the left ventricular lead and during slitting, the slitter contacted the pull wire of the catheter and the slitter stopped and could not move. The force of the slitting maneuver was transmitted to the already slit portion of the catheter causing the catheter to tear at the point of contact with the pull wire. The remaining portion of the catheter that was still surrounding the lead had to be sliced off the lead body with scissors. The remnants of the catheter were removed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the catheter was returned and analyzed. Analysis revealed that the mechanical operation of the catheter shaft was bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.